Manufacturer narrative:
The emitter was returned to the manufacturer for analysis. The emitter was connected to a test system for a multi-day burn-in test. Flexing the cable did not indicate any intermittent opens. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
The reported issue occurred during a functional endoscopic sinus surgery (fess) procedure.

Manufacturer narrative:
A medtronic representative reported that he replaced the emitter and during testing did not discover any issues. The cable in the back of the original emitter seemed to be lose, coupled with the reports from the surgeon that he feels he needed to manipulate the emitter in order to make it work. The medtronic representative went to the site to replace the emitter and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter was returned and is currently under analysis.

Event description:
A site representative reported that called and reported that today they had issues verifying their instruments. The surgeon decided to reboot the system and re-position the emitter. They were able to verify after this, but the instruments have been intermittently tracking. The surgeon started putting pressure on the cable connection on the back of the emitter and felt that only then he was able to continuously use the instruments without issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.